Event description:
Medical records received. After review of medical records, the patient was revised to address multiple dislocations and pain. During one of the reductions done elsewhere, the patient's cup became dislodged and inferiorly located while the ball remained located in the hip. The patient was indicated for surgery. Intraoperatively, there was a significant amount of fluid under pressure inside the hip. This fluid was noted to be cloudy with a yellowish tinge but had no odor. The surgeon said that this was similar to other patients who had metal-on-metal hip metallosis. The greater trochanter was noted be stripped and had an unusual necrotic appearance. The entire posterior capsule was noted to be completely gone with the hip implant easily visible. There was a significant amount of necrotic tissue along with black tissue consistent with metallosis removed. A pseudotumor capsule cavity was noted to extend over the anterior portion of the acetabulum. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: (B)(4). Added: a1, b5, b7, d1, d2, d2b, d4 (part/lot/UDI), g5, h4 and h6 (patient codes). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6 patient code: no code available (3191) used to capture the patient code medical device removal.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Initial reporter is an attorney.

Event description:
Litigation alleges pain, injuries, suffering, emotional distress, economic loss, and excessive levels of chromium and cobalt.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.